Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. It should be noted that the reported patient effects of angina and myocardial infarction are listed in the xience sierra, everolimus eluting coronary stent system instructions for use (IFU) as known patient effects of coronary stenting procedures. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that on (B)(6) 2018, a 2.5x12mm xience sierra stent was implanted in the mid left anterior descending (lad) coronary artery lesion. The patient was discharged to home that evening. On (B)(6) 2018, the patient started having chest pain and was re-hospitalized with non-st elevation myocardial infarction with elevated troponin noted. Reportedly, no imaging was performed on the xience sierra stent. Medication was provided. Per physician, there was no device malfunction, however, the event was possibly related to the implanted xience sierra stent. The event resolved. No additional information was provided regarding this issue.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the previous medwatch report, the additional information was received:the patient experienced chest pain on (B)(6) 2018, not (B)(6) 2018 as previously reported.